Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide," always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session."

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 309 mg/dl, and the meter bg reading was 250 mg/dl. No additional patient or event information was available. Reportedly, the customer used more than one bg meter to calibrate the cgm. A replacement sensor was sent to the customer.